Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported poor retention of the trocars. The surgeon stated a suture was needed.

Manufacturer narrative:
Item adverse event or product problem was corrected to "adverse event", there was no known device malfunction. The product is not available for return and the lot number is unknown, therefore the root cause is undetermined. The trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. A harms-based risk analysis was performed and no harms have been identified that would be caused by this failure mode. No further investigation or corrective action are necessary at this time. The investigation is complete.